Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) machine during dwell 3 of 3, the patient was connected at the time of the alarm. The technical service representative (tsr) explained the alarm. The hp ended therapy for the night. There was no patient injury or adverse event associated with this report.